Event description:
It was reported that while the patient was undergoing a magnetic resonance imaging scan, several monitored ventricular tachycardia episodes occurred that exhibited t-wave oversensing. The sensing was also noted to be low. The physician will continue to monitor the patient and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.